Manufacturer narrative:
(B)(4). The gray insulation has been scraped off of the wire. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the patient. The broken wire is considered the root cause of the reported incident of no function.

Event description:
The customer reported that the device shows no function. Upon receipt of the device for evaluation, an exposed wire was seen at the wire loop on the distal end. There was no injury to the patient.